Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that they forgot to announce a meal which caused their blood glucose (bg) level to rise to 274 mg/dl. The user¿s ilet bionic pancreas automatically corrected the high bg. No symptoms were reported, and no medical or non-medical assistance was required.